Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectome could not aspirate at an unknown timing. The procedure type was unknown. The surgery was completed after replacing the vitrectome with new one. There was no information about the patient impact.

Manufacturer narrative:
Additional information provided in a1. A2. A3a. H.6 and b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the event vitrectome could not aspirate occurred during surgery (vitrectomy and removal of silicone oil). There was no impact to the patient.